Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device heated up. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit stopped functioning after four minutes and the pre-test could not be completed. It was determined that this was due to a heavily corroded motor and flex circuit which caused the heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.